Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email phone call of high blood glucose of 200 to 500 mg/dl and of a low 101 mg/dl. Customer also indicated that the infusion sets leave a mark on her skin. The customer's blood glucose reading at the time of the call was unknown.